Event description:
Additional information was received on 2019-aug-27 from the consumer via a manufacturer representative. It was reported that when in MRI mode the consumer saw full body eligible but still felt the tingling. The patient felt the tingling when they exited MRI mode as well. The manufacturer representative recommended the patient exit MRI mode and turn stimulation off using the button at the top of the controller which resolved the tingling sensation. The patient stated that they could feel stimulation was off. The entered MRI mode again and did not feel it. They turned stimulation back on and could feel the vibration again. The patient was concerned that MRI mode was not turning stimulation off. It was confirmed that when in MRI mode the screen indicated verbiage that stimulation was off. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID: 977a160, serial#: (B)(6), implanted: (B)(6) 2017, product type: lead; product ID: 977a160, serial#: (B)(6), implanted: (B)(6) 2017, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial#: (B)(4), implanted: (B)(6) 2017, product type, lead. Product ID: 977a160, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a160, serial/lot #: (B)(4), ubd: 15-jul-2020, UDI#: (B)(4); product ID: 977a160, serial/lot #: (B)(4), ubd: 15-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that during the patient¿s MRI scan they had ¿extreme heating¿ over the ins and along the lead. The patient confirmed that the ins was in MRI mode and off prior to the scan. The MRI facility also took a picture of the controller screen for the MRI mode. The patient had emi exposure during their MRI. It was reported that the MRI scan was stopped and the patient was removed from the MRI environment. After exciting the MRI machine the patient indicated that the area at the ins site and along the lead felt warm to the patient. It was indicated that the area felt fine then a couple more minutes later, and when stimulation was turned on the stimulation was in the correct location and everything was normal. The rep did not have the name of the MRI facility, but they had the phone number and tried to contact them, but they were busy. The rep stated that they would try to get the name of the MRI facility so that further follow-up could be done on scanning parameters, etc. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
A supplemental report will be submitted when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via a manufacturer representative on 2019-sept-23 reported that the cause was unknown. The patient requested explant. Full explant was performed on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
Analysis of the ins identified no anomalies. Analysis of lead (B)(4) identified no anomalies. Analysis of lead (B)(4) entified no anomalies. If information is provided in the future, a supplemental report will be issued.